Event description:
It was reported that the patient had been experiencing less than 50% therapeutic relief with pain. It was indicated that the location of the issue or symptoms were the device pocket and catheter track. The physician wanted to confirm catheter patency due to the less than desired therapeutic outcome following dose increases. A dye study was performed, but no abnormal findings were indicated. The catheter could be aspirated and the dye was seen at the catheter tip via x-ray. However, it was seen that there had been an excessive amount of bloody fluid drawn from the pump pocket area prior to the dye study being performed. The physician had withdrawn more than 40cc. It was also indicated that the pump had been reprogrammed as a result of the event, though no specifics were reported. At the time of report, there was no patient injury. The device system was used to deliver marcaine. It was later reported that the patient never had therapeutic effect. It was noted that the event or symptoms occurred following a new pump and catheter implant and is not better at all. It was reported that patient had really bad pain in their legs. It was noted that the patient¿s healthcare provider had been using different medications and is coming up on a year in july and nothing has worked at the time of report. It was reported that the patient was ¿kind of at his wits end¿. It was noted that the patient tried clonidine and it was really ¿whacked out¿ and the patient was seeing things. It was reported that the patient described it was like ¿the 60s all over again¿. It was noted that the last time the patient was examined was on (B)(6) 2014 for a refill. It was reported that the patient¿s healthcare provider (hcp) did a dye study after the implant in 2013 because the patient did not have any response like they expected and hcp thought because patient is very active and moves around ¿might have pulled the catheter¿. It was noted that they had not checked the catheter since 2013. It was reported that since the dye test in 2013 the patient hadn¿t had anything but medication put in and changed. It was noted that the patient was asked if they had any falls since they had the pump, the patient responded that they think two times it has occurred. It was reported that about a month prior, the patient hit a rock with their wheelchair and threw the patient out of the wheelchair and the patient could not stop himself and hit the concrete. It was noted that the patient was laying there for a couple hours. It was reported that the patient fell christmas of 2013; they were in a parking lot and flipped out of wheelchair. It was noted that the patient went to the hospital as a result of the fall. It was reported after the patient was asked if there had been any volume discrepancies, the hcp told the patient everything that comes out is supposed to come out ¿on par¿. It was noted that the patient had been in and out of hospital. It was reported that they had been going round and round with pain medications. It was noted that when the patient gets out of bed, the patient is all stiffened up and it takes a half a day to straighten out. It was reported that the patient had taken muscle relaxants in past and one time ¿ended up on the floor from it¿. It was noted that the patient had missed so many thing because of this pump. It was reported that if the patient doesn¿t get it taken care of ¿it will die he just knows it¿. It was reported that patient¿s pump had been previously used to infuse fentanyl and marcaine on (B)(6) 2014. It was noted that the patient provided details form (B)(6) 2013 which included clonidine, fentanyl and marcaine. It was reported that the patient pump was used to infuse marcaine, fentanyl and clonidine on (B)(6) 2013. It was noted that the pump was used to infuse marcaine and clonidine on (B)(6) 2013. It was reported that when the patient was asked what other types of medication the patient had in their pump besides clonidine, dilaudid and bupivacaine, the patient reported that they could not really remember all the different types of medications. It was noted that the patient¿s pump was currently used to infuse bupivacaine and dilaudid at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).